Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. The generator calibration was checked and the filament calibration was performed. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed a filament regulator error message on the doghouse. No pt injury was reported.